Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem. The transducer could not be obtained for further failure analysis. The reported problem was not able to be confirmed. The system has returned to service with no similar issues reported.

Event description:
It was reported the x8-2t transducer had a damaged and detached surface. The failure occurred outside of clinical use and no patient or user was harmed. Philips has started an investigation and upon completion, a follow up report will be submitted.